Event description:
Patient initially reported rupture of a saline device and later healthcare professional reported deflation. Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage also observed an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures observed partial delamination in the plug strap disk shell and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient initially reported rupture of a saline device and later healthcare professional reported deflation. Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient initially reported rupture of a saline device and later healthcare professional reported deflation. Affected side is right. The device has been explanted and replaced.